Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After the performed repair the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
Ro (B)(4): main control knob is damaged. Additional information received 3 september 2021 (email): issue discovered on (B)(6) 2021 during testing. No patient involvement. No regulatory authority notified.

Event description:
It was reported that the main control knob was damaged.